Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Summary: (B) (4) - device was not returned, therfore no conclusion can be drawn about the performance of this product.

Event description:
It was reported that during the implant procedure, the helix of the lead would not extend or retract. The lead was not implanted. No patient complications have been reported as a result of this event.